Manufacturer narrative:
The customer reported the event to the FDA through medwatch mw5081217. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000 ml eva tpn bag was observed leaking from "center port at ridge." The leak was discovered during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacturer city: update from (B)(4). The lot number was manufactured between february 11, 2018 - february 13, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.